Event description:
It is reported that the patient underwent a uterosacral colpopexy , tvt sling, and enterocele repain on 06/2002 , size 0 sutures were used. A second surgery was performed on 07/2002 for incomplete blader emptying. Reportedly in 07/203, the patient began to have vaginal discomfort and bleeding. Foriegn body reaction was diagnosed. Her surgeon removed some of the sutures 10/2003. It was reported that the sutures were totally intact and had not dissoved at all. In 2004, more sutures reportedly "surfaced" and the patient experienced more bleeding and pain, she was treated with silver nitrate. On 05/2004, the patient underwent another surgery for removal of foreign body granulomas from the apex of the vagina. Additional surbery was also done at this time to reinforce the support to her pelvis. As of 12/2005, vaginal bleeding and painful intercourse continued. The patient was seen by the physician on 08/205, who recorded that any residual suture would have either totally dissolved or would be extruded by that point. The patient was advised to report any symptoms return.

Event description:
It was reported that in 2002 the patient had surgery for stress incontinence. A second surgery was performed on 2002. Reportedly in 2003, the patient began to have vaginal discomfort and bleeding. Foreign body reaction was diagnosed surgery removed some of the sutures in october of 2003. In early 2004, more sutures reportedly "surface" and the patient experienced more bleeding. In may 2004 the patient underwent another surgery for removal of foreign body granulomas from the apex of the vagina. Additional surgery was also done at this time to reinforce the supports to her pelvis. Vaginal bleeding continues at this time.